Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted adapter was disassembled and deformation was observed on the edges of the j-hook. Functional testing found the main screen indicated the strain gauge was still functional and the a/d count was within the range that should be accepted by the tare function based on the programmed values stated in the adapter log. It was reported that the device detected an excessive load. The reported issue could not be confirmed. The most likely root cause could not be established from the information available. It was also reported that the unload button did not move as expected. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The product analysis detected an additional condition that was not related to the reported issue: there were deformations present on the j-hook. The product analysis noted evidence that the device was not used as intended. This issue can occur when the user try to remove the reload before the firing rod has returned to the proper home position. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior a lobectomy procedure, the adapter was connected to the handle but when the reload was connected, excessive force indication was shown on the display of the handle. The device could not be used. In the end, the adapter was replaced with a new one, and the issue was solved. It turned out that the release button of the adapter was temporarily difficult to return.